Event description:
Customer called to report a leak from the electrolyte injection cup (eic) of the synchron cx3 delta clinical system. Customer performed instrument troubleshooting prior to calling the beckman coulter, inc hotline. The customer technical specialist (cts) instructed customer to massage the eic drain tubing and to correct the order of the tubing to the eic. The cts also instructed customer to flush the lines with bleach, which appeared to have resolved the issue. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
The root cause of the instrument issue appears to be due to a clot in the line, as the issue was resolved after flushing the lines with bleach. Onsite service was not initiated as these troubleshooting steps by telephone resolved the instrument issue. The instrument has been running within established specifications since the troubleshooting. ((B)(4).)